Event description:
On 07-jun-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 511 mg/dl, resulting in emergency room treatment. The user was evaluated in the emergency room and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency room evaluation is consistent with acute metabolic decompensation requiring medical assessment. Review of available information identified that the user consumed a large amount of pizza the evening before the event without making a meal announcement. The user subsequently experienced persistent hyperglycemia despite changing the infusion set and continued insulin delivery by the ilet. Upon evaluation in the emergency department, the user's glucose levels improved without additional insulin administration, and the treating physician reportedly believed the prolonged hyperglycemia may have been influenced by concurrent steroid therapy. Based on available information, the event is attributed to non-device related factors, including failure to announce the meal and concurrent steroid therapy. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.